Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation: product review of the skin graft mesher sn (B)(6) by zimmer-australia on (B)(6) 2020 revealed that the pre-test could not be performed as the comb was damaged. The handle was not working and was jamming due to no lubrication. The handle was disassembled and the sliding pin was worn. The top hinge bolts were also loose. Product repair: repair of the device was performed by zimmer-australia on 20 may 2020 which included replacement of the following: comb, sliding pin the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the mesher gear was not disengaging and felt stuck when using. Event occurred during surgery. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.